Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 3.2 with rail damage. A field service engineer arrived at the location with damaged rails from a prior case and proceeded to remove and replace both the left and right side rails. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es drawer door jammed. A customer has indicated that a user encountered a delay in obtaining medication as a result of a reported malfunction, which has consequently affected the timeliness of patient care during the removal process. There were no adverse events or injuries reported based on this event.